Manufacturer narrative:
Field service engineer (fse) investigated report that the system would not fluoro and found the someone had disabled fluoro on the configuration screen in the infimed computer. Fse corrected this setting, checked the unit for proper operation per service checklist (B)(4) and returned the unit to the customer for service.

Event description:
Customer reports during an unknown procedure the system fluoro failed. Staff was able to complete the procedure with endoscopy. No reported injury.